Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint where it was indicated that the device tipped while one of the caregivers was kneeling and drying the resident's feet and the other caregiver behind resident was drying the resident's back. When reviewing similar reportable events, we have found a number of cases with similar fault description (alenti tipping). The trend observed for reportable complaints with this failure is currently considered to be low and decreasing. Arjohuntleigh has manufactured about (B)(4) alenti bath chairs, the complaint ratio with this failure mode is (B)(4) which we consider to be very low. The device was put through a function test by the arjohuntleigh representative that visited the site. General condition of the device was estimated as good with no remarkable damages. Device passed functional test with no issues. Based on the ah service technician assessment the unit met all requirements and passed. Therefore it is concluded that the device was up to specification at the time of the event. During the procedure of drying/dressing it is important to put a big effort to control the patient positioning and movement. Possible that the attention was not put to the patient to make sure that patient is sitting in the upright position, the patient after the bath could get tired and get worse in the mobility. To help the resident to keep a balance, there is a safety belt which keeps the resident in the correct position and there is a safety arm in from of the resident, which resident can hold. It was reported that the safety belt was not attached, which can be considered possible for drying a resident. While the safety belt is not applied on the resident, this could result in the resident leaning forward, causing the device to tip, following the weight of the resident. Therefore there appears there has been no technical deficiency with the device that could have had an influence on the event and that a series of use errors and unfortunate circumstances caused the event, the most relevant use error being not paying attention if the resident is sitting correctly in the middle of the chair in the upright position. Looking at the incident scenario it has been established that the hygiene chair (alenti) was being used for patient handling at the time of the event and in that way contributed to the event. From this we conclude that this incident was caused as a result of not following the handling procedures described in IFU, incorrect patient positioning on the chair and not paying attention of the if the patient remains sitting in the upright position.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
Arjohuntleigh has received a complaint where it was indicated by one of the witnesses that bath was finished and caregiver lowered the tub until it was about 5" from lowest height then pulled the alenti straight out to the right side of the tub until the seat was over the floor. The caregiver lowered the alenti until the residents feet were approx. 6" off the floor. Caregiver knelt in front of resident to dry her feet. The second caregiver was behind resident drying the residents back. The 2 wheels closest to 2nd caregiver came off the ground and alenti tipped towards 1st caregiver. 1st caregiver moved away and resident fell out of the side of the chair onto her left hip & elbow. Alenti landed on its side (backrest up). The managers of the facility admitted and thought that the story seemed disingenuous but was at least consistent. There was no clear understanding of how the chair tipped, the facility managers speculated maybe the resident was forward leaning in the chair and caregiver, when drying the resident's back, was pushing on the resident. Arjohuntleigh technician with the facility managers have tried to recreate that with our representative in the chair but couldn't tip it. In the result of the fall the resident received a fracture of the hip and bruise on the elbow. Has been transported to the hospital to have a surgery to repair a hip.